Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported they had a sudden return of symptoms including frequency, overactive bladder and incontinence. They lost their programmer about three months prior to the report, in may, and they are not able to make adjustments to their stimulation. The implantable neurostimulator is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.